Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine subcutaneous implantable cardioverter defibrillator (s-ICD) device check, a da error was observed upon interrogation. Boston scientific technical services (ts) discussed the code and possible causes and explained the da error was a bit flip in the device memory that self-corrected. The clinician confirmed the device was working as intended. No further issues and no adverse events have been reported.